Event description:
I had mesh to repair bladder in place. (B)(6) 2000 at (B)(6), dr (B)(6) and dr (B)(6). This past year (B)(6) can't find why I got itch, severe burning pain had infections. No blood spots in underwear. Right fractured hip (B)(6) 2011. (B)(6). Repair - rod 3 screws.